Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the reported event of an internal controller fault was confirmed via log file review and product testing. The submitted log file spanned approximately 2 years (22dec2017- 15jan2020 per time stamp). Beginning on (B)(6) 2020 at 20:44:19 there was an abnormal controller reset along with multiple controller internal fault alarms that continued until the end of the log file. These events occurred when the drive line was disconnected. The system controller underwent preliminary testing and displayed a yellow wrench alarm during functional testing due to a fuse b failure. The controller was connected to a mod cable and displayed a drive line power fault alarm, confirming the reported alarm. The damaged fuse was replaced with a working fuse. The system controller functioned as intended and operated for an extended duration. Upon further inspection of the drive line connection socket, a small burn mark was discovered which is indicative of a 180-degree drive line connection error. The root cause of the reported internal controller fault was conclusively determined to be due to an incorrect 180-degree drive line connection. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook section 2-¿how your heart pump works¿, under sub-section titled "connecting the drive line to the system controller", provides the proper steps for connecting the drive line to the system controller. This section informs the user to ¿align the white arrow/alignment mark on the drive line cable connector with the white arrow on the system controller drive line connector.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient switched to the back-up controller which had a controller fault alarm. Controller was replaced on (B)(6) 2020. No further or additional information was provided. The modular cable was reported under the related manufacturer reference number 2916596-2020-02333.